Manufacturer narrative:
Corrected data: h6- 1494-off label age<21 at the time of implantation. Claim#(B)(4).

Manufacturer narrative:
Additional information: investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -16.50/2.0/079 (sphere/cylinder/axis) lens tore/broke during injection/delivery into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a spherical lens of the same size and the problem was resolved.